Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller with resetting pump and instructed caller to continue using it, advising to call back if any malfunction code recurs, which caller acknowledged and understood.